Event description:
The customer reported that during a laparoscopic distal prostatectomy, the surgeon was working on pancreatic vessels, mesentery, fatty tissues and short gastric vessels and oozing was noted. End tones, indicating a complete seal cycle, were provided by the generator in use. The amount of oozing could not be estimated by the site contact. There was no patient injury reported. The surgeon opened another device of the same type to continue the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found no defects. The reported condition was not confirmed. The device was received clean with minimal eschar and blood between the jaws. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaws opened and closed normally when the latch was retracted and released. Jaw force was acceptable. Power curve testing was performed and passed at all levels. The device was plugged into a force triad generator with the generator set at 2-bars. Full thermal effect per cooking and steam was visually verified when tested on simulated tissue. Full thermal effect per cooking and steam was visually verified when tested on multiple samples of varying thickness porcine renal tissue. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.